Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that the therapy was not helping their symptoms and after 6 months it stopped working. They even turned the amplitude up 2 points from 3 to 5 and it still was not working. The patient had a really bad accident at the beginning of august where they had a fall. The patient asked if they could remove the interstim but the doctor said they would have to go to a hospital pretty far from where they live.reviewed patient may want to consider discussing with the managing physician to check the lead placement due to their fall. Patient confirmed they will follow up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-20 additional information was received from the patient. The patient called back again repeating previously reported event information. The patient stated they believe the fall may have caused lead migration because they no longer felt stimulation sensation in the pelvic floor but were feeling it more in the buttock. The interstim therapy was also still not working well therapeutically. The patient spoke about this recently with their managing physician who discussed possible bladder sling surgery and interstim removal with patient. The patient will be having MRI of the abdomen. Emailed MRI mode information to the patient as they plan to have their family help them with programmer use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.